Event description:
It was reported that customers father called stating buttons on insulin pump were not functioning properly. He states the reservoir portion of the insulin pump had a crack and showed moisture. He states that customer received and error alarm when rewind was attempted. No blood glucose was reported. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No button error alarm noted during testing. All buttons functioned properly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.